Event description:
Damage to the pump housing and usb port was reported after it fell and cracked, resulting in the device shutting down and becoming unchargeable. Despite the shutdown, there was no adverse impact to the customer's blood glucose level. The customer decided to use multiple daily injections as a backup therapy while the pump was replaced by technical support, and expressed interest in obtaining an out-of-warranty loaner pump.